Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.7mm vticmo13.7 implantable collamer lens, -15.5/+4.5/099 (sphere/cylinder/axis), and the lens tore/broke during injection/delivery into the eye. The lens was removed during the same surgery , with no patient injury. Another same model lens was implanted on (B)(6) 2018 and the problem was resolved.

Manufacturer narrative:
Corrected data: work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial and there was clear surgical residue on product. Visual inspection found the optic torn; haptic torn and presence of residue on lens surface. Claim# (B)(4).